Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by service of a legal complaint, which alleges that the concentrator was emitting noise and alarming, but that the dme provider did not come to service, repair or replace the unit until seven days after being notified of the problem, which allegedly resulted in the patient having low oxygen saturation, despite the patient also demonstrating low saturation on a different portable device. The alarming device was replaced, and it was reported that the patient passed away three days later. Devilbiss healthcare will cooperate and participate in the litigation process to gather further information.